Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: revision surgical notes: loosening of the tibial plateau of a right total knee prosthesis of the nexgen type, osteotomy of tta performed, the tibia and polyethylene were exchanged. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00596404012 articular surface size ef 12 mm height use with plate 5 62154204. 00596401652 femoral component option size f right compatible with lps-flex prolong 61791943. 00597206535 all poly patella standard cemented size 35 mm diameter 9.0 mm thickness 62413070. 66017775 palacos r+g 2x20 73405225. 66017747 palacos r+g 2x40 71164249. Foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a right knee revision due to tibial loosening. The tibia and poly were both exchanged. Attempts have been made and no further information has been provided.